Event description:
The customer reported broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, rt handle, barrel clamp, tube/sleeve drive, wiper seal, spring latch and top disk holder. Performed calibration. The probable root cause of the reported issue was due to the wear of the syringe front cover . A review of the device history record showed the device had a manufacture date of 21aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced front cover, rear case, right handle, barrel clamp, tube/sleeve drive, wiper seal, spring latch and top disk holder. Performed unit calibration. Based on the findings, service determined that the reported issue was due to the wear of the syringe front cover. Device history record: a review of the device history record showed the device had a manufacture date of 21aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. There was no patient involvement.